Manufacturer narrative:
(B)(4)

Event description:
It was reported that one day post implant, the left ventricular lead had become dislodged and exhibited a loss of capture. The lead was repositioned. The patient's condition was fine post procedure.